Event description:
Reporter alleged obtaining the following results on the aviva system at the following times: 36 mg/dl at 11:36pm, 35 mg/dl at 11:52pm, 80 mg/dl at 11:57pm, 56 mg/dl at 12:00am, 109 mg/dl at 12:04am, 115 mg/dl at 12:12am, 236 mg/dl at 12:17am, 111 mg/dl at 12:23am reporter stated that she took 20 units of humalog and 9 units of lantus at 9:25 pm. Reporter ate cookies and wafers at 11:36 pm. Reporter also took four glucose tablets at 12:00 am. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.